Manufacturer narrative:
This report is being supplemented to provide additional information provided by the device evaluation. Updated fields: d8, d9, h3, h4, h6, h10. The device was returned to olympus for evaluation, the device evaluation found the following: foreign material remained inside of the channel, the forceps passage had surface scratches on the wall of the biopsy channel, the plastic distal end cover had minor scratches and a dent on the hold ring and distal end, the objective lens cement was peeling, the bending section cover adhesive was cracked, the suction channel had scratches / was kinked, the control body / grip / scope cover had customer labels, the scope connector had a customer label on the scope connector boot, and the angulation was low. The olympus endoscopic support specialist performed an in-service reprocessing training using the on-track form, and no reprocessing deviations were noted.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation: however, the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer, there were no suspected patient infections, the device was not used on a patient since the culture. The device is cultured every 3 months, the scope was last reprocessed, the scope failed atp testing, and the scope was not eto sterilized. The cleaning and disinfectant used was rapicide pa, the minimum effective concentration is checked on every scope, the automated endoscope reprocessesor (aer) used is medivators dsd edge, the endoscope channel is being brushed during manual cleaning, the brush used is a single use brush (boston scientific hedgehog, pre-cleaning is being performed immediately after the procedure in accordance with olympus guidelines, the endoscope was leak tested prior to manual cleaning using the olympus mu-1, there have not been any problems with the aer used, the last preventative maintenance for the aer was last month, there have not been any changes to the reprocessing personnel since the last on-site visit by the olympus endoscopy support specialist (ess), the staff is trained on how to properly reprocess and endoscope, and the scope is stored in a hanging cabinet. Due to the positive culture observed, an olympus ess was dispatched to the facility to observe the customer's reprocessing technique. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope tested positive on october 9, 2023, for >100 colony forming units (cfus) of coagulase-negative staphylococci, it was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information including the legal manufacturer's final investigation and the third-party hygiene microbiological test results. The device was returned to olympus. Prior to device testing, the device was sent for hygiene microbiological testing by a third party. The hygiene microbiological investigation report identified staphylococcus capitis in the air/water channel, lysinibacillus fusiformis in the instrument/suction channel, and no growth in the distal end or forceps elevator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Issue 1 (positive in culture test) - based on the results of the investigation and the information provided, the cause of the bacteria detected could not be determined. An in-service reprocessing training was provided at the user facility and no reprocessing deviations were noted. Therefore, the relationship between the device and the detected bacteria could not be identified. Issue 2 (foreign material lodged in biopsy channel) - based on the results of the investigation and the information provided, it could not be determined what the foreign material was. An in-service reprocessing training was provided at the user facility and no reprocessing deviations were noted. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: the olympus tjf-q190v reprocessing manual provides the following warning - an insufficiently reprocessed endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Olympus will continue to monitor field performance for this device.